Manufacturer narrative:
Product complaint #: (b(4). Additional information: d4, h4, h6. H6. Component code: g07002 ¿ reported condition not confirmed. Investigation summary :a packet of product code vcp244h was returned for analysis with the packaging closed. Upon initial inspection, of the sample no external damages were observed on the packet. In order to evaluate the conditions of the returned sample, the packet was opened, and no defects were detected. The swage and attachment area was noted to be as expected. The needle was intact and no damages, breakage on the body, tip, or swage area were observed during evaluation. Functional test was performed, to needle by resistance and met the requirements. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ = 275 g/m. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected information: d9, h3, h6.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. It was reported that 7 needles in the packaging was found to be broken. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
(B)(4) this is a combination product, and the event has been reviewed for both the suture and the triclosan. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. * what was the initial procedure? * when did the issue occurred? Pre-op or intra-op * what is the procedure date & event day? * could you please clarify if just one patient was related with this issue if not, please clarify how many patient are related? Trade name - irgacare® active ingredient(s) ¿ triclosan dosage form ¿ suture/solid/parenteral strength ¿ = 275 ug/m events reported via: 2210968-2021-11760, 2210968-2021-11761, 2210968-2021-11771, 2210968-2021-11772, 2210968-2021-11767, 2210968-2021-11769, 2210968-2021-11770.